Manufacturer narrative:
Product ID: 3888-45, lot# va013qh, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension; product ID: 3888-45, lot# va013qh, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 3778-60, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: neu_silicone anchor, lot# unknown, product type: accessory; product ID: neu_silicone anchor, lot# unknown, product type: accessory; product ID: neu_silicone anchor, lot# unknown, product type: accessory. Analysis of the ins ((B)(4)) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-45, lot# va013qh, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. Product ID: 3888-45, lot# va013qh, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient was having a complete system explant. The healthcare professional stated the patient requested the explant because the therapy hadn't worked for them for a long time. It was unknown what environmental or patient factors may have contributed to the issue. It was unknown what diagnostics or interventions were taken to resolve the therapy issue. The issue was resolved at the time of the report. No device issues reported.

Manufacturer narrative:
Product ID 3888-45 lot# va013qh serial# implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type lead product ID 3708220 lot# serial# (B)(4) implanted: (B)(4) 2013 explanted: (B)(4) 2018 product type extension product ID 3888-45 lot# va013qh serial# implanted: (B)(4) 2013 explanted: 2018-11-26 product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(4)2013 explanted: (B)(4) 2018 product type lead product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory product ID neu_siliconeanchor lot# unknown serial# implanted: explanted: product type accessory: analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.